Event description:
It was reported that during the deployment of a capsule, part of the deployment device got caught in the patient's submucosa in the esophagus, causing bleeding and a tear in the submucosa. The device almost perforated the patient, and the capsule failed to detach from the delivery device. Additionally, the handle of the deployment device broke by itself. The physician verified the capsule placement endoscopically and inserted the deployment device with the capsule facing the tongue while maintaining the device in the horizontal plane. After removing the delivery device, a clip was placed to stop the bleeding. Attempt to placed a second capsule, which it did not attached. Despite the complications, the patient was able to go home.

Manufacturer narrative:
D10 concomitant products: unk-bravo, unknown bravo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.